Event description:
During first set of cares, nurse noticed bleeding at the g-tube [gastric tube] site. The surrounding skin and tissue looked good, and the bleeding was coming from the actual site or hole. Nurse notified the provider, the provider put in an order for wound team and surgery to check it out. Upon further investigation, it was found that the g-tube was not inflated with any water. Upon replacing with a new g-tube via surgery, it was found that the previous tube had a hole in the balloon, resulting in the g-tube being able to move freely and irritate the walls of the site, causing the bleeding. New g-tube was placed with functioning balloon. Manufacturer response for tubes, gastrointestinal (and accessories), minione balloon button (per site reporter). Applied medical technology provided a return label for the sample saved from this investigation. We have not received investigation results as of [redacted].